Manufacturer narrative:
Additional information :the device was manufactured august 09, 2019 - august 12, 2019. Six (6) unused samples were received for evaluation. Visual inspection was performed using the naked eye which observed the blue coil cap was detached from the housing of all samples. Additional inspection on the blue coil cap showed no signs of abnormality such as malformation from the housing that would cause the coil cap to detach from the housing. The reported condition was verified. The cause of the condition was due to a manufacturing assembly issue. Manufacturing awareness training was provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of six (6) small volume intermates came off prior to use. It was further reported that the blue lid was not securely "closed." There was no patient involvement. No additional information is available.